Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported in association with the reported heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and heartmate ii lvas patient handbook are currently available. No specific device-related issues or adverse events were reported in association with the heart transplant; however, the heartmate ii lvas IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was not elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected.

Event description:
It was reported that the patient underwent a transplant. The pump was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.